Event description:
A patient was transferred from an outside hospital. The patient was receiving nitroglycerin (tng) via a sigma infusion pump. The patient again transferred (within the facility) to the intensive care unit setting from an inpatient floor after experiencing 10/10 chest pain. The nurse confirmed the tng dose that was being administered to patient as being 400mcg/min; this was repeated during the nurse-to-nurse report and on arrival to ICU unit. The patient then went to scan with the tng on arrival, however rate was above what was ordered in emar. The patient was taken to cardiac cath lab for an intra-aortic balloon pump placement. When patient returned to the ICU after the procedure, the tng infusion trouble shooting continued. This is when the nurse noticed that the sigma pump was from a different hospital and the concentration of tng programmed into pump's library was a different concentration than from the concentration that was on the vial of tng. The rate of the infusion was 120ml/hr of tng. Although the tng was thought to be infusing at 400mcg/min; it was actually infusing at twice that rate of 800mcg/min. The tng infusion was stopped, the md was made aware, a new sigma pump was obtained and the tng infusion was resumed at the correct dose and rate. Tng infusion was scanned at this point. Since the two partnering hospitals use the exact same sigma pumps, then the reporter inquired if the sigma pumps need to be labeled in a way to differentiate between pumps sent from other facilities. (There is always a risk that a pump could be kept running when a patient arrives unstable).